Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "the use of a revision femoral stem to manage a distal femoral periprosthetic fracture in a well-fixed total knee arthroplasty" by richard p. Jeavons et al. Published by the journal of arthroplasty was reviewed. The article purpose: to present technique using the revision system femoral stem for the pfc sigma tka to stabilize a distal femoral fracture. The article reports: an (B)(6) woman was admitted to the trauma and orthopedic department after a simple trip and fall 3 months after receiving a pfc sigma prosthesis. Radiographs revealed a transverse type fracture. The femoral component was well fixed to the fracture fragment. A tciii stem was used to stabilize the fracture and the outcome was very positive. The patient was pleased, has no discomfort, and can walk with no aids again. Cement was used within this article although the manufacturer was not disclosed. Patella resurfacing was not mentioned within this article. We are unable to determine whether the fall caused the fracture or the fracture caused the fall therefore we will include it as an adverse event. Depuy products involved: pfc sigma. Complications: fracture (1), surgical intervention (1).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.